Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was 4 days ago the pt received the message eos and the stimulator was no longer working. Pt said they have charged their battery but it wont turn on (patient services (pps) understood pt charged the recharger but implant would not turn on). Pt usually contacts their medtronic representative but they lost their card. Pss agent reviewed eos with patient and the patient was redirected to their healthcare provider to further address the issue.